Event description:
The customer experienced symptoms of hyperglycemia. He attempted to test but could not due to "eee" on his accu-chek advantage meter. He was tested at his physician's office and they obtained 630 mg/dl. He was hospitalized for 1 week. He received a delay in treatment. Information reasonably suggests that it is likely that the device will cause a death or serious injury should the event recur.